Event description:
The user reported that on two breathing circuits the swivel snapped apart.

Manufacturer narrative:
The devices are not available and have been disposed. Method - no information to date. Reuslts - investigation still underway, no results to date. Conclusions - no conclusion can be made at this time.